Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump was hit by a ball and the touch screen became shattered and unresponsive. There was no impact to the customer's blood glucose. Reportedly, customer reverted to an alternate pump for insulin therapy.